Event description:
A customer reported a malfunction with their pump, identified by malfunction code 16, with no notable events occurring before it. There was no known adverse impact on the customer's blood glucose level. The customer will use multiple daily injections (mdi) as a backup.